Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted a cs 063 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2015 with the following findings: during investigation, the pump powered on with a cs 069 call service alarm that would not clear. The pump¿s auditory and vibration alerts functioned properly. Further testing was not able to be performed due the cs 069 alarm. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board. The complaint of a cs 063 call service alarm was not able to be duplicated during investigation. Evaluation revealed that the eeprom component had failed. Unrelated to the complaint, investigation revealed cracks in the battery compartment.